Event description:
It was reported by the patient that the felt something poking them when they removed the cap indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 48 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended.